Event description:
We received an allegation about questionable low results for 1 patient sample tested with elecsys anti-hcv g2 (anti-hcv ii) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: negative. The initial result was expected to test positive. 1st repeat result: positive (tested at another diagnostic center). 2nd repeat result: 1.39 coi and interpreted as positive (tested at a different facility).

Manufacturer narrative:
The anti-hcv ii reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
Despite the customer being contacted more than 7 times over a month, the requested data for further investigation was not provided. The product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. Clinical sensitivity of 765 samples from hcv infected patients with different stages of disease and infected with different hcv genotypes (type 1, 2, 3, 4, 5 and 6), all samples were found to be reactive with the elecsys anti-hcv ii assay. Group: hcv infected persons with different stages of disease. N: 224. Reactive: 224. Group: hcv genotypes (type 1, 2, 3, 4, 5, 6). N: 541. Reactive: 541. In the above study the diagnostic sensitivity was 100 %. The 95 % lower confidence limit was 99.61 %." The investigation did not identify a product problem. The cause of the event could not be determined.